Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/8/2025, it was reported by a sales representative via (B)(4) that an abs-10060 prp system is consistently getting a software error message. Discovered during a bcm/harvest spin procedure, device swapped, and case was completed with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.